Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement scu camera shipped to site (B)(4) 2016. Medtronic investigation of suspect camera, returned on 03/22/2016, finds that the polaris spectra system control unit (scu) was returned poorly packaged within a large box with many other items, some large, some small. The scu housing is dented in on the top surface. When connected to a known good system, the scu functions as expected. Tracking is normal and all ports are functional. A check of the event log did not reveal any adverse events. No problem found. Device found to be fully functional. Return requested. Replacement psu camera shipped to site 03/29/2016. Medtronic investigation of suspect psu camera, returned on 04/15/2016, finds that the positioning sensor unit (psu) was returned poorly packaged at the bottom of a large box with many other items, some large, some small. As reported, the amber fault light was illuminated at power-up. A check of the event log indicated that the bump sensor had been activated. Two events were recorded. The first bump was detected on (B)(4) 2016 and was the cause of the reported failure. The second bump was detected on (B)(4) 2016 during transport due to the poor packaging. The psu failed an aak test at .50 mm with a passing threshold of .35 mm. System fault code - bump detector activated - electrical failure. Issue resolved. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 04/19/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's navigation system could not track the active cranial reference frame and the imaging system. In trouble-shooting, the positioning sensor unit (psu) light was orange. A second navigation system was brought in to allow the surgeon to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.